Event description:
It was reported that this ring was explanted after 22 days implant duration due to mitral insufficiency, sepsis, fever, and pannus formation on the ring. "Signs of infection" were evident on echocardiography. No further info was provided.

Manufacturer narrative:
Device not returned.